Event description:
The staff observed the fenestration holes in the inner cannula before placing back into the tracheostomy tube.

Manufacturer narrative:
One used portex® blue line ultra® fenestrated inner cannula was received for investigation. A visual inspection was performed and the inner cannula was confirmed to be damaged in the middle. A review of the manufacturing process was conducted and no discrepancies were found. The most probable root causes for the damage was determined to be either: the product was damaged after it left the manufacturing facility, or the product was damaged during the manufacturing process and was not detected by product personnel.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® blue line ultra® fenestrated inner cannula was found to have "fractured" between the fenestrations after seven days in use. The device had been cleaned with warm water. It was noted that "extra education was offered", but the correct procedures were being followed regarding cleaning. No injury was reported. See MFR: 3012307300-2017-01147.